Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they received stuck button alarm. The customer's blood glucose was 100 mg/dl at the time of incident. The customer stated that they were able to clear the alarm and the buttons were working. The customer stated that the insulin pump was dulled out and the insulin pump was telling them to replace the battery. The customer was unable to finish troubleshooting. The insulin pump will not be returned for analysis.